Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, and lymphadenopathy. Date of alcl diagnoses: (B)(6) 2019.

Event description:
Patient representative reported left side ¿diagnosis of bia-alcl,¿ ¿severe inflammation of lymph nodes,¿ ¿rashes,¿ ¿tingling skin,¿ ¿fear of cancer recurrence, emotional distress,¿ ¿pain and suffering.¿ patient representative additionally reported ¿hair loss¿ not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total mastectomy, chemotherapy, radiation.